Event description:
It was reported the customer's sensor was not functional. The sensor could provide the customer with a reading. Customer's blood glucose was unknown. Troubleshooting did not occur. The sensor will not be returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.